Event description:
Event description guidant received information that this pacemaker has a significant number of ventricular tachycardia (vt) episodes that show vp-(vs) events intermittently stored on internal electrocardiograms. The field representative was concerned about oversensing or a loss of capture on the ventricular channel. This device is an abdominal implant with a dedicated unipolar epicardial competitive lead. The vp-(vs) pattern was unable to be reproduced with patient isometrics and limb manipulation.